Manufacturer narrative:
Intuitive has not received the white stapler 30 reload involved with this complaint for evaluation. Intuitive has received the curved-tip stapler 30 instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed but not replicated the customer reported complaint. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. There was a partial fire with a white stapler 30 reload, on the 4th firing in the procedure by that stapler 30 curved tip instrument. The incomplete clamp occurred on the same install that had the partial fire, so the partial fire install had 1 incomplete clamp in 2 attempts, but for the entire procedure, the instrument had 1 incomplete clamp in 5 attempts. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the curved-tip stapler 30 instrument allegedly failed to fully seal/staple the pulmonary artery. As a result, the patient experienced bleeding and the robotic procedure was converted to convert to laparoscopic surgical procedure in order to control the bleeding. The patient was given 1 unit of blood. However, at this time, the root cause of the reported intra-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip stapler 30 instrument failed to staple the pulmonary artery fully and there was a message stating the curved-tip stapler 30 instrument had ¿misfired.¿ as a result, the patient experienced bleeding, and the robotic procedure was converted to a laparoscopic surgical procedure to control the bleeding. The patient received one unit of blood, and the procedure was completed with an ethicon stapler. On (B)(6) 2019, intuitive surgical, inc. (Isi) contacted the site¿s robotics coordinator and obtained the following additional information regarding the reported event: during the procedure and after the curved-tip stapler 30 instrument was used with a white stapler 30 reload installed. The stapler had fired a couple of times successfully up until the reported incident occurred. The tissue integrity was unknown; however, it was confirmed the patient had cancer. It was stated that the surgeon had two fires left to complete the procedure. On the first of the final two fires, the curved-tip stapler 30 instrument had misfired, and the system generated a blade exposed message and prompted the customer to remove the stapler instrument and attach another load. As the stapler instrument was unclamped, the customer noticed the stapler instrument did not staple across the pulmonary artery. At that time, bleeding from the pulmonary artery was observed. At that time, the surgeon decided to undock the robot, and the procedure was converted to laparoscopic surgery, the surgeon was able to control the bleeding with an ethicon stapler. The customer removed the curved-tip stapler 30 instrument and confirmed the blade was exposed. The estimated blood loss was about 500 ml, and 1 unit of blood was administered. The customer had a backup curved-tip stapler 30 instrument available; however, the surgeon did not want to use it. The patient was reported to be recovering well.

Manufacturer narrative:
Intuitive has received the stapler sheath associated with this complaint and completed investigations. Upon failure analysis, tears were observed at the distal end the sheath. No material appeared to be missing. The known common cause of this failure is due to mishandling/misuse. Intuitive has received the white stapler 30 reload associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have two staples exposed outside of the cartridge. The reload was found to have cartridge damage. A piece was broken from the garage of the knife and not returned. Missing piece measures approximately .074" x.123. The top surface of the cartridge is crushed in a circular shape, and that the pushers below this crushed area were also smashed/deformed. Internal cartridge 'tower' features are also broken which is not a common failure mode seen in firing failures. Pushers were not misaligned. It is possible that the firing failed because the user clamped/fired across something hard, like a clip, which caused the crushing damage of the cartridge top surface, and also impeded forward progress of the shuttle. This damage is likely a result of misuse. Broken shark fin feature at the proximal end of the cartridge may have occurred during removal of reload. This damage may also potentially caused by mishandling/misuse. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, the curved-tip stapler 30 instrument allegedly failed to fully seal/staple the pulmonary artery. As a result, the patient experienced bleeding and the robotic procedure was converted to convert to laparoscopic surgical procedure in order to control the bleeding. The patient was and given 1 unit of blood. However, at this time, instruments and accessories used during the surgical procedure were returned to isi, evaluated, and there is no indication that a malfunction of the instrument or accessories occurred.

Event description:
Refer to h10/h11 for additional information.